Manufacturer narrative:
Complaint confirmed. Visual investigation revealed that approximately a 0.17" section of the distal tip of the driver is missing, likely as a result of excessive user applied mechanical forces causing the driver to over-torque and break.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a procedure the ar-8770-01 broke. The patient was not harmed during the case. The broken piece was removed, and the surgery was completed using the other ar-8770-01 in the set.